Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was giving inaccurate temperature readings. One of the two temperature ports was giving only a constant 45 c reading. No patient harm or injury was reported. Investigation summary: the bsm was sent in for evaluation. The nihon kohden repair center (nk rc) was able to duplicate and confirm the reported temperature issue. During testing, the device failed the temperature check, and it was found that the problem was related to a measurement failure, due to a damaged temperature pcb part, (ur-4240-temp pcb), which was replaced to resolve the issue. Once the temperature pcb part was replaced, the device was subjected to testing and inspection, post repairs and completed (24) twenty hours of extended stress testing, operating to the manufacturer's specifications in all areas. The device was then shipped back to the customer. During a review of the device history, this was the only issue found for this device at this facility, in the past (3) three years. A significant trend that would warrant any action and/or any corrective action has not been observed. In this case, the issue was likely due to wear and tear damage to the temperature pcb part/component, which was replaced. There have been no further issues reported in relation to this device or issue to date. Attempt #1: 10/21/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 10/24/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 11/03/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded, but did not provide the requested information.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was giving inaccurate temperature readings. One of the two temperature ports was giving only a constant 45 c reading. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that there were issues with getting inaccurate temperature readings where one of the two temperature ports will only give them a constant 45 c reading. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there were issues with getting inaccurate temperature readings where one of the two temperature ports will only give them a constant 45 c reading. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the patient information as requested. Additional device information: concomitant medical products: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested.